Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported the pt suddenly lost stimulation from his ipg. Attempts to interrogate the device using the pt programmer and the device charger were unsuccessful. The pt received a cardiac ipg on (B)(6) 2010; however, the implanting physician took care to ensure the two implant sites were at least 12 inches away from each other. As the physician has been unable to find the cause of the loss of stimulation, the scs ipg will be explanted and replaced. It is unk whether the device will be returned to the manufacturer for analysis. Follow up on the pt found no further issues at this time.